Event description:
During patient treatment with the model 3100a, the operator reported that the displayed mean airway pressure (map) would "drift" about 3 cm h20 above and below its intended setting, causing an alarm. There was no compromise to the patient but the patient was placed on another ventilator.